Manufacturer narrative:
Devices' photo evaluation completed on (B)(6) 2023: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 350cc implant. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implants site hematoma mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor memorygel xtra, 350cc silicone prosthesis experienced left sided implant site hematoma post procedure. An ultrasound examination confirmed the issue. As a result, patient underwent replacement with another mentor prosthesis on (B)(6) 2023.

Manufacturer narrative:
Updated devices' photo evaluation completed on april 18 , 2023: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 350cc implant. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device evaluation completed on april 18, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 350cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device stated that the patient replaced with cat#:smpx350, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).